Manufacturer narrative:
It was reported that patient¿s ipg was explanted at unknown date for unknown reason. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown during processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg was explanted at unknown date for unknown reason. No additional information was provided.